Event description:
On (B)(6) 2020; I was in a horrific car wreck and paramedics say my sugar was over 500 when it happened and that was the cause of the wreck hurting me and my son. I have a traumatic brain injury and had a broken lower right leg and ankle along with a broken upper left arm, was in a coma for 12 days. My son broke his right femur; both of us had surgeries and had metal and pins put in where ever our bones were broken. Dr says my brain injury may never heal. I was in I believe three different hospitals, my son in one. Due to my brain injury and broken bones, I'm not sure if I will ever get to go back to work. I'm hoping medtronic's will give me a new pump and pay for our lost wages pain and suffering and all the hospitals and drs bills we have endured. FDA safety report ID# (B)(4).